Event description:
New information noted that the right ventricular lead exhibited inappropriate shock and sensing noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited inappropriate shock. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was discovered that the right ventricular lead exhibited loss of capture, decrease in sensing, and non-sustained right ventricular over-sensing. It was noted that the lead was dislodge. No intervention was performed. The patient was in stable condition.